Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent and two suprarenal extension. On 12/22/2017, endologix was made aware of a type 1a endoleak with sac growth and a left hypogastric aneurysm. It was reported that on (B)(6) 2017 the physician elected to reline the initial implant with a non-endologix stent to resolve this leak. Also the left hypogastric aneurysm was coiled. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was to find substantial evidence to support the following reported events of a type 1a of the infrarenal cuff with sac growth and coiled left hypogastric. The most likely cause of the proximal loss of seal (1a endoleak) was the off-label neck anatomy. Procedure related harms included type 2 endoleak. The patient was discharged in the stable condition on the second post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.